Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device remains implanted.

Event description:
It has been reported that the patient's distal femur jts will no longer extend. The patient has reached skeletal maturity and has a 1 cm leg length discrepancy. It has been further reported that the patient is experiencing pain and flexion limitation due to patella baja.

Manufacturer narrative:
Corrected data: changed from malfunction to serious injury. An event regarding, loosening, involving a jts distal femur was reported. The event was confirmed by medical review. Conclusions: investigation indicates that, based on the x-ray, a pedestal sign at the tip of the tibia stem is visible in which the bone density has increased and there is a very thin but smooth radiolucent line along the stem being observed. The observed radiolucency is a potential indication of loosening and the pedestal formed at the tip of the tibial stem is potentially a cause of the tibial pain. The exact cause of the event could not be determined because further information such as the primary operative report as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by siw. If devices and additional information become available to indicate further evaluation is warranted, this record will be re-opened. Revision surgery was successfully completed on (B)(6) 2018 due to loosening, leg length discrepancy and knee pain. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The complaint is being closed, and is being tracked and trended. Remains with patient.

Event description:
It has been reported that the patient's distal femur jts will no longer extend. The patient has reached skeletal maturity and has a 1cm leg length discrepancy. It has been further reported that the patient is experiencing pain and flexion limitation due to patella baja.